Event description:
It was reported, that the (B)(6) has an air gap on #24 and slight intrusion present. The (B)(6) was advised to have an aligner evaluation performed, but the patient didn't complete it. The (B)(6), now wants to discontinue treatment, due to no progress.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.